Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. Touch contamination was determined to be the cause of the peritonitis event. This is supported by the culture results of enterococcus faecalis. Enterococcus spp. Are normal inhabitants of the gi tract and may colonize or infect the genitourinary (gu) tract with enterococcal peritonitis probably resulting from touch contamination and possibly from gi sources. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient had peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic for abdominal pain on (B)(6) 2025. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ip fortaz (dose, frequency, and duration unknown). The cultures resulted positive for enterococcus faecalis. The cause of the peritonitis was touch contamination by the patient. The patient did not require hospitalization or a pd catheter removal. The patient continued pd therapy. No further information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient had peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic for abdominal pain on (B)(6) 2025. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ip fortaz (dose, frequency, and duration unknown). The cultures resulted positive for enterococcus faecalis. The cause of the peritonitis was touch contamination by the patient. The patient did not require hospitalization or a pd catheter removal. The patient continued pd therapy. No further information was provided.